Event description:
A manufacturer field service technician reported that the device had paint chips missing during testing. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.